Event description:
This is a report of peritonitis and tunnel infection in a patient coincident with dianeal therapy, for peritoneal dialysis (pd). Action taken with dianeal therapy was unknown. On an unreported date, the patient was diagnosed with and hospitalized for peritonitis and tunnel infection. On an unreported date, the patient's catheter was removed due to peritonitis and tunnel infection. On an unreported date, the patient was treated with unspecified antibiotics for peritonitis and tunnel infection and was placed on a new catheter after 4 days. The consumer stated that infections have been ongoing for about a year and the patient has had previous catheter removals, but the infection keeps coming back. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information becomes available, a follow-up report will be submitted.